Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323511, medical device expiration date: 2023-12-31, device manufacture date: 2020-11-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for inability to attach as intended on lot # 0323511. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced 2 cases of being unable to deliver insulin, and 2 cases of the devices not functioning. The following information was provided by the initial reporter: consumer stated, he is "legally blind". Stated, he's been using the product for two years. Stated, when taking injection, insulin flow will stop mid way so he has to use a second pen needle to complete the injection. Stated, there are times when he is unable to attach pen needle to pen. Stated, prior to injection, when he removes the tear drop label, the outer cover will separate from the pen needle, fall to the floor and he is unable to locate it because of his limited sight.